Manufacturer narrative:
Qn# (B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73a2400443 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 77-year-old patient presented in the or for a tavr procedure. Following the tavr, an 18f manta closure device was deployed for closure. Following deployment, hemostasis was achieved. A post-deployment angiogram indicated minimal flow in the common femoral artery. Balloon angioplasty was applied although the surgeon was not comfortable with the result and chose to perform a cut down. The manta device was explanted, a patch was placed on the arterial wall, and sutures were applied for closure. The patient was doing well in recovery. Patient's post-procedure outcome is fine. Due to no further information or response received regarding this complaint, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention remains inconclusive. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "hemostasis was achieved, but during secondary angiogram there was a lack of flow in the cfa. They performed a balloon angioplasty, but surgeon did not like the results and then performed a surgical cut down. Manta was removed and a patch was placed on the arterial wall. Patient is doing fine in recovery."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "hemostasis was achieved, but during secondary angiogram there was a lack of flow in the cfa. They performed a balloon angioplasty, but surgeon did not like the results and then performed a surgical cut down. Manta was removed and a patch was placed on the arterial wall. Patient is doing fine in recovery."